Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer continued using the current pump while a replacement was sent by cts. Customer was instructed on how to handle the pump return process, acknowledged all instructions, and awaited a new pump delivery.